Event description:
Re: amo, complete moisture plus - recall. I am experiencing some symptoms as: itching, pain, difficulty with light in different times of the day, sometimes a sensation like something is inside, my eyes feels like bugs. Dates of use: 2005- 2006. Diagnosis: soft contact lenses. Event abated after use stopped: yes.